Manufacturer narrative:
D1 (brand name) has been updated. D3 (manufacturer fax) has been added. G1 (manufacturer contact fax number) has been added. Ischemia: the cause of the injury was not determined due to insufficient clinical details. Hematoma/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information: the following information was received by the customer "the patient went comfort, the impella was not saved".

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in an 87-year-old male patient with a medical history of coronary artery disease (cad) presenting with acute myocardial infarction, cardiogenic shock (cgs) in scai stage e shock on multiple inotropes and vasopressors prior to initiation of support. The impella was inserted for ventricular support as a bailout for percutaneous coronary intervention (pci) of the left anterior descending (lad) artery. While in the intensive care unit (ICU), a hematoma developed at the impella groin site. Manual pressure was held at the site. There was concern for distal limb perfusion issues on the impella limb (right leg). A peripheral angiogram was performed and showed low flow. The decision was made to establish flow utilizing an antegrade sheath distal to the impella sheath in the right common femoral artery (cfa). The antegrade sheath was successfully placed and perfusion was established. The patient had positive distal pulses on arrival at the intensive care unit (ICU). The post-procedure outcome was survived at explant. The patient¿s underlying conditions of peripheral artery disease (pad) and peripheral vascular disease (pvd) may have contributed to limb ischemia. Bleeding is a known risk due to the impella¿s anticoagulation and purge requirements. Limb ischemia and bleeding are listed as potential adverse events and are consistent with known device-related and patient-related factors documented in the instructions for use (IFU).